Event description:
On (B)(6) 2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with complaints of lower abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis on (B)(6) 2022. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000mg every 5 days from (B)(6) 2022 through (B)(6) 2022. Additionally, the patient was administered ip cefepime 2g daily between (B)(6) 2022 and (B)(6) 2022. The patient received a one-time dose of ip vancomycin 2200mg on (B)(6) 2022. The white blood cell count (nucleated cells, fluid) returned (B)(4). The culture resulted positive for staphylococcus epidermidis. The patient was discharged on (B)(6) 2022. The cause of the peritonitis was attributed to touch contamination. The patient continued utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 15/aug/2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with complaints of lower abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis on (B)(6) 2022. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000mg every 5 days from (B)(6) 2022 through (B)(6) 2022. Additionally, the patient was administered ip cefepime 2g daily between (B)(6) 2022 and (B)(6) 2022. The patient received a one-time dose of ip vancomycin 2200mg on (B)(6) 2022. The white blood cell count (nucleated cells, fluid) returned 5,707. The culture resulted positive for staphylococcus epidermidis. The patient was discharged on (B)(6) 2022. The cause of the peritonitis was attributed to touch contamination. The patient continued utilizing the liberty select cycler during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of staphylococcus epidermidis peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis event was touch contamination. The culture results of staphylococcus epidermidis support this as this bacterium is most frequently identified in pd-associated peritonitis and is the predominant normal flora on human skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.